Manufacturer narrative:
(B)(4) qerts#(B)(4). Email address for contact office in fields is: (B)(4). Discordant negative antibody identification results for 3 patients having an anti-e (rh3) antibody. Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The potential assignable cause is sample-related, patient¿s anti-e(rh3) antibodies being weak and at or around the detection limit of the reagents and technique used and/or associated with the variability of the expression of the e(rh3) antigen on the cells of the red cell reagents. No general product failure is identified. No biased results were reported to physicians. The patients were not harmed.

Event description:
Report 2 of 3 on (B)(6) 2022, a customer complained to ortho care about what was described as discordant negative antibody identification results for 3 patients using 0.8% resolve panel a lot: vra406 in manual mts card method. Complainant/complaint reporter: (B)(6)- medical technologist. Dates of events: (B)(6) through (B)(6) 2022. Reported on: (B)(6) 2022 by (B)(6) to ortho care helpdesk. Reagents: 0.8% resolve panel a lot: vra406 expiry date 14 june 2022, manufactured on 12 april 2022 mts anti-igg card lot: 011322001-02 expiry date 03 november 2022, manufactured on 03 february 2022. Other reagent(s): 0.8% selectogen lot: vs435 expiry date 14 june 2022, manufactured on 12 april 2022. Patients¿ information: no prior history for the 3 patients. The customer reported that during the period of (B)(6) through (B)(6), they had tested three patients¿ samples for antibody screening in indirect antiglobulin test (iat) using 0.8% selectogen and mts anti-igg card in manual method and that they obtained positive reactions (1+ reaction strength) with cell 2 and a negative reaction with cell 1 of the red cell reagent. The customer reported that during the same period, they had tested these patients¿ samples for antibody identification in indirect antiglobulin test (iat) using 0.8% resolve panel a and mts anti-igg card in manual method and that they obtained negative reactions with the 11 cells of the red ell reagent. The customer reported that they had sent these patients samples to their reference laboratory that confirmed the presence of an anti-e (rh3) antibody in the three samples. No further detail was provided. The customer reported that no biased results were reported to physicians. The customer reported that the patients had not been harmed as a result of the reported events.